Manufacturer narrative:
The manufacturer was previously review for information received that a patient experienced overheating of an everflo device. The patient reported that the oxygen concentrator had burned the power outlet. The patient also mentioned that a cup of water was spilled on the power plug. Subsequently, the socket started to burn, and the patient's son unplugged it. The technician visiting the patient's residence found the cox power socket melted, confirming significant damage to the socket. There was no report of serious or permanent harm or injury. There was no report of medical intervention. Despite good faith effort attempts made by the manufacturer, the device has not yet been returned for evaluation. The manufacturer received an information alleging a patient experienced during the home visit, vitalaire´s technician noted a "strange noise" coming from the oxygen concentrator. The technician's report confirms the power socket was found melted and burned. Smoke was not specified but the thermal damage was localized to the power plug and the wall outlet. The device was not available to be returned to philips for inspection. At this time, philips is not able to fully investigate this complaint. A final report is being submitted. If any additional information is received, a supplemental report will be filed. Update: box g: date received by mfg updated. Manufacturer tab: section h: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.

Event description:
This notification was opened for review for information received that a patient experienced overheating of an everflo device. The patient reported that the oxygen concentrator had burned the power outlet. The patient also mentioned that a cup of water was spilled on the power plug. Subsequently, the socket started to burn, and the patient's son unplugged it. The technician visiting the patient's residence found the cox power socket melted, confirming significant damage to the socket. There was no report of serious or permanent harm or injury. There was no report of medical intervention. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be submitted.